Event description:
The customer reported that a patient was tested with erytype s rh+k type and reacted positively with both anti-d reagents. This very patient was also tested with erytype s abd+rev.a1, b and reacted negatively with both anti-d reagents. Two samples of this patient that had caused positive reactions were sent to us for quality control, but none of the supposedly defective product was returned. We received the two samples of the same customer with different blood withdrawal dates ((B)(6) 2011). The sample which was labeled with (B)(6) 2011 showed a strong hemolysis. Our quality control laboratory re-tested the two samples of the patient with the retained sample of erytype s rh+k type. The sample labeled (B)(6) 2011 reacted negatively while sample labeled (B)(6) 2011 reacted positively. Further testings of the samples with different anti-d reagents yielded in positive respectively negative results. Therefore the two samples were sent for molecular rh(d) typing to an external laboratory. The laboratory typed the two samples as weak d type 42. In the instruction for use of erytype s abd+rev.a1, b the customer can find under "limitations" that ....."category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip." Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s rh+k type functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. No indication for an instrument malfunction could be detected.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer complained about a discrepant test result on the tango with erytype s rh+k type. A patient sample run on the tango abdrevab plate and the rh group was negative in both d wells. When run on the rh kell plate, both d wells show 4+ reactions. The sample was repeated on the second tango system in lab and similar results were obtained. Tube testing was also performed using seraclone anti-d blend (igg/igm). Both results for immediate spin and incubation at 30 degrees c were negative. The patient was typed as rh positive back in 2009 (3+ in tube). Baby delivered on (B)(6). Baby is dat negative, negative in tube, du 3+. Both anti-d clones are the same for abdrevab and rh kell. The customer was able to send us a patient sample but none of the allegedly defective lot of erytype s rh+k type. Our quality control laboratory is re-testing, using the retained material of this very lot. Testing is still ongoing. The patient sample was also sent to an external lab for molecular typing. As soon as we'll get the test results from both labs, we will send in our final report on this incident. No indication for an instrument malfunction could be detected.